Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and bradycardia. The right ventricular (rv) lead exhibited no capture and was found to be dislodged. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.